Event description:
Tech attempted to open the clip during the egd (esophagogastroduodenoscopy) procedure; several attempts were made, but it failed to open. Clip was removed from scope and another clip was used without problem. No adverse effects to the patient.